Manufacturer narrative:
Philips service replaced the bios battery and planned a host pc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start without manual intervention on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.